Event description:
It was reported that a regional anesthesia infusor leaked in its overpouch after filling with an unknown anesthetic. The reporter stated that the patient held the device and got wet. However, there was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 14 of 15.

Manufacturer narrative:
(B)(4). As the sample was discarded by the customer; a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The lot 13k076 was manufactured october 17, 2013 ¿ october 18, 2013. Should additional relevant information become available, a supplemental report will be submitted.